Event description:
It was reported that the patient¿s spouse expressed concern that the ilet delivered a larger insulin dose following an elevated glucose, which was followed by a low glucose, and asked whether treating readings at or below 70 mg/dl would affect the algorithm; the agent advised that treating hypoglycemia with 15 grams of carbohydrates every 15 minutes as needed could affect the algorithm and provided an education link. Symptoms included hypoglycemia. Outcomes included no hospitalization and no alerts or alarms. Investigation included complaint intake, triage, and user education on treatment of hypoglycemia and algorithm interaction. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event attributed to therapy management and algorithm response to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.